Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that patient¿s tubing had cracked below the clamp, closed to the cap, causing bubbling upon flushing. The tubing was disconnected immediately, pac clamped and reassessed. The infusion to the patient was interrupted and patient had to be de-accessed, then re-accessed with a different needle. Additional information received 09/19/2023: event occurred on (B)(6) around 1000, parent called rn into the room because the port was bleeding from the tubing. Tubing was found to have a crack below clamp close to cap, bubbling upon flushing. 20g .75in power port needle. The leaking needle was originally used for access on (B)(6). Line was being utilized for IV medications. The port was accessed days prior to the incident. Tubing immediately disconnected and port was clamped. Port re-accessed on first try. There was a brief interruption to scheduled acyclovir, but not an urgent or life threatening situation.